Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. During a prostate artery embolization (pae) procedure, the angio-seal was used and while pulling back the device to close, the entire device came out of the artery. Upon examining the device, it appeared the anchor never came out of the end of the sheath. Manual pressure was applied, and there was no harm to the patient. There was minimal blood loss. The patient left the lab in stable condition. The procedure performed was a cardiac catheterization. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the guidewire, arteriotomy locator, polyfoil pouch, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The carrier tube and hemostasis sheath are fully mated in rear lock position. The sheath is cut, exposing the anchor. Additionally, the temperature dot is activated on the header bag. The returned device was fully mated in rear lock position with the sheath cut, exposing the anchor. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).